Manufacturer narrative:
The customer replaced the da pcb to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00364. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint about the v60 ventilator indicating that the device was not receiving oxygen. The device was in clinical use at the time of the reported event. There was no patient or user harmed. The investigation is ongoing.